Event description:
It was reported that the patient received more than 60 inappropriate shocks due to t-wave oversensing. There were also three power on resets during this timeframe. The device was explanted because of the number shocks delivered. A new pace/sense lead was implanted to avoid t-wave oversensing. The doctor did not want to change the placement of the high voltage lead; there was no indication that the pace/sense portion of this lead was defective. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient received over 60 inappropriate shocks, due to t-wave oversensing. Three power on resets also occurred. The device was explanted because of the number shocks delivered. A new pace/sense lead was implanted to avoid t-wave oversensing. The physician did not want to change the placement of the high voltage lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: analysis of the device found a ram chip memory error. It was reported that the patient received over 60 inappropriate shocks, due to t-wave oversensing. Three power on resets also occurred. The device was explanted because of the number shocks delivered. A new pace/sense lead was implanted to avoid t-wave oversensing. The physician did not want to change the placement of the high voltage lead. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination (random access memory) computer software problem device evaluated and alleged failure could not be duplicated oversensing shock, inappropriate.